Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned. Photos were provided. Medical records were provided and reviewed. Approximately five years post deployment, the patient consented for filter removal. Venogram pictures indicated the filter position and revealed no clots were present. 3 or 4 filter legs appears to be not inside the ivc, whereas one leg appears to have ruptured and got stuck on ivc itself and remains immovable. Post two months from that, certain imaging techniques revealed that the ivc filter appears to be tilted rightward with the retrieval hook probably embedded in the right lateral wall of the lower ivc. The stabilizing legs penetrate outside the wall of the lower cava, one of which extends to the posterior margin of the left common iliac artery. The filter leg extend down to the level of bifurcation and filter was fractured with at least one of the legs residing completely outside of the ivc. Post two months from this, multiple attempts were made to retrieve the filter and was successfully retrieved. Therefore, the investigation is confirmed for filter tilt, detachment of filter limbs, perforation of filter limbs in the ivc wall and retrieval difficulties. Based on the photos provided, the ivc filter was retrieved with all the filter limbs intact. Therefore, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
Medical records were received and reviewed. The patient status post trauma was scheduled for vena cava filter placement prior to anticipated surgery. The left femoral vein was accessed and the filter was deployed below the lowest renal vein. Follow up venogram demonstrated the filter tilted 30 degrees towards the right. The decision was made to leave the filter in place. Recommendation was made for retrieving the filter as soon as possible after surgery when the patient was stable. No additional information was provided in the medical records received. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment it was alleged that the filter detached, tilted, detached strut migrated and embedded into the vein; the device was removed percutaneously, after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post trauma with right femur fracture, contusion and pulmonary embolus was scheduled for vena cava filter placement prior to anticipated surgery and the inability to anticoagulate. The left femoral vein was accessed and a sheath was advanced to the inferior vena cava. An inferior venogram was performed which measured the vena cava to be 26 to 27 mm in diameter. The filter was deployed below the lowest renal vein. Follow up venogram demonstrated the filter with a 30 degree tilt to the right without complication or perforation. Repositioning the filter was not possible. It was recommended the filter be retrieved as soon as possible after surgery and when the patient was stable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post trauma was scheduled for vena cava filter placement prior to anticipated surgery. The left femoral vein was accessed and the filter was deployed below the lowest renal vein. Follow up venogram demonstrated the filter tilted 30 degrees towards the right. The decision was made to leave the filter in place. Recommendation was made for retrieving the filter as soon as possible after surgery when the patient was stable. No additional information was provided in the medical records received.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post trauma with right femur fracture, contusion and pulmonary embolus was scheduled for vena cava filter placement prior to anticipated surgery and the inability to anticoagulate. The left femoral vein was accessed and a sheath was advanced to the inferior vena cava. An inferior venogram was performed which measured the vena cava to be 26 to 27 mm in diameter. The filter was deployed below the lowest renal vein. Follow up venogram demonstrated the filter with a 30 degree tilt to the right without complication or perforation. Repositioning the filter was not possible. It was recommended the filter be retrieved as soon as possible after surgery and when the patient was stable. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. However, medical records were provided and reviewed. A follow up venogram after filter deployment demonstrated the filter tilting 30 degrees to the right without complication or perforation. Therefore, based on the medical records, the investigation is confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post trauma was scheduled for vena cava filter placement prior to anticipated surgery. The left femoral vein was accessed and the filter was deployed below the lowest renal vein. Follow up venogram demonstrated the filter tilted 30 degrees towards the right. The decision was made to leave the filter in place. Recommendation was made for retrieving the filter as soon as possible after surgery when the patient was stable. No additional information was provided in the medical records received.